Event description:
The customer called for assistance in programming the basal rates. A day later, the customer called back to report an alarm. The batteries were changed prior to the call. Assisted the customer with resetting all the programming. Troubelshooting was performed. The pump passed the self-test. During the call the customer was hospitalized for high bgs. The customer also had a bladder infection and the healthcare team thinks there was some link. The customer was comfortable setting their reservoir volume themselves.